Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and of the device. The device was recertified and returned to the customer. Review of the device activity log showed the device was powered on with battery only on the reported event date of (B)(6) 2022. The device performed a successful 30j self-test then started prompting many occurrences of low battery message for 18 minutes. The device was powered off for 1 day 4 hours 33 minutes then powered back on with battery only again on (B)(6) 2022. The device immediately displayed replace battery message and powered off. The device was power cycled and displayed replace battery then shut down again. The device was then powered back on with battery and ac power connected. After ac power was connected, the replace battery was no longer present and the device was able to perform multiple discharges. We believe the device operated as designed and alerted the user to change the batteries. The battery used at the time was not returned for evaluation. No trend is associated with reports of this type.